Event description:
A caller reported that the cartridge was not fitting properly on the pump due to an issue with the cartridge not fully snapping into place. The blood glucose level was not adversely impacted, remaining below 500 mg/dl. The caller was instructed to remove the pump case, clean the pneumatic tap area, and ensure there was no debris. An o-ring was found on the pneumatic tap and was removed. After following instructions and using a filled cartridge, the caller successfully completed the load process and resumed insulin delivery.